Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported event could not be determined. The pod adhesive welds were observed to be incomplete. The incorrectly installed adhesive pad is independent of the reported event.